Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain and occipital neuralgia. T he patient was implanted for headaches. Since (B)(6) 2018 their ins was not working, it would not do anything, and there was an end of service (eos) message. Their therapy stopped working and the patient is experiencing headaches which they do not like. Patient services reviewed eos information with the patient and redirected them to follow up with their healthcare professional (hcp). An hcp listings was sent to the patient. No further complications were reported/are anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-jan-04. The patient called and stated that the healthcare professional (hcp) office will not see them without a referral from a manufacture representative (rep) and verification that their ins is actually depleted. Patient services sent a message to local reps regarding the call. The rep responded clarifying that the patient was not told that they need a referral from a rep. Rather, due to the patient¿s insurance, they need a referral from their primary care physician to see a neurosurgeon specialist. The neurosurgeon¿s office is currently working with the patient and primary care physician on this referral and they would then be scheduled to see the neurosurgeon. The office would let them know when the appointment is. No further complications were reported/are anticipated.